Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer's blood glucose reading at the time of the call was 140 mg/dl. No further information reported.

Manufacturer narrative:
No button error alarm during testing. However, the insulin pump had an intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and cracked case at reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.